Event description:
It was reported the impedance was out of range, and there was noise on the pace/sense portion of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the lead was fractured. A (B) (6) alleges the patient had " severe physical injuries and/or death" and experienced inappropriate shocks, due to the fractured "defective" lead. It is further alleged the patient had "severe emotional distress" and "mental anguish".

Event description:
It was reported the impedance was out of range, and there was noise on the pace/sense portion of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the lead was fractured.

Manufacturer narrative:
Other: it was reported the impedance was out of range, and there was noise on the pace/sense portion of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the lead was fractured. No conclusion can be drawn; impedance, high, interference, lead(s), fracture of.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.